Event description:
One week post implantation of a bx velocity stent, the patient experienced acute mi caused by target vessel failure due to in-stent thrombosis. Pci was performed with good results. Two weeks later, the patient experienced "heart failure with acute decompression." The patient was put on diuretics, digitoxin and ramipril 10mg. The event resolved within 3 weeks but residual effects persist. Three months after the initial stent placement, the patient experienced another episode of "heart failure." CABG of the target segment and enodaneurysmorrhaphy were performed 5 weeks later with no complications. The event resolved, but residual effects persist.